Manufacturer narrative:
A secondary MDR was submitted since at this time, it is unknown which device may have caused the dissection event. MFR report #: 3014526664-2022-00104.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noted in the left common carotid artery and another dissection was noted in the internal carotid artery. The physician elected to treat the dissections with two unplanned stents, and the procedure was completed successfully with no further issues noted. At this time it is unknown if the dissection was caused by the enroute guidewire or the enroute neuroprotection system.